Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated they had a hypoglycemic event in which they became incoherent. The patient¿s roommate called 911 at approximately 4:00pm and when the emergency medical technician¿s (emts) arrived, they treated the patient with dextrose via intravenous (IV) therapy. When the patient came to, they provided the patient with orange juice. The patient stated they think they slept through the alerts on the continuous glucose monitor (cgm) but when she came to, she heard the cgm alerting. The patient did not specify if the cgm had been alerting prior or during the arrival of the emts. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.